Manufacturer narrative:
(B)(6) 2015 01:35 pm (gmt-4:00) added by (B)(6) ((B)(4)): maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). A maquet service technician discovered during service that the unit only makes a half a block of ice during use. This was caused by low freon charge. The fitting to the compressor was rotted and leakng. The compressor was replaced. The device was returned to service a supplemental medwatch will be submitted if additional information becomes available.

Event description:
It was reported that during service it was found that the unit only makes a half a block of ice. No patient involvement. (B)(4).